Event description:
Health care professional: reports that during testing with hemochron response, the blood successfully clotted but the value went up and passed 1500 sec. The doctor put the heparin to 350 sec but the value went up continuously and passed 1500 sec. Pt result higher than reference/exp.

Manufacturer narrative:
(B)(4). Manufacturer awaiting medical device return from customer for eval.